Event description:
It was reported that the as lvp 20d 1.2m became occluded "12-16hrs" after infusing intralipids at "0.7ml/hr with tpn", and an inspection showed the lipids had leaked from around the filter joints. Lots 20105847 and 20105848 were reported, but it is unknown which lot the event occurred in. This complaint was created to capture the 4th of 6 related incidents. The following information was provided by the initial reporter: "occluded after 12-16hrs running intralipids at 0.7ml/hr with tpn, required d/c of lipids 6 hrs early o on inspection, lipids leaked profusely from around joints in filter."

Manufacturer narrative:
H6: investigation summary: 26 pictures were taken by the customer. The customer complaint that there was an occlusion after 12-16hrs of running intralipids at 0.7ml/hr with tpn, requiring early d/c of lipids 6 hrs was not verified in those pictures. One used sample model 2202-0007 was returned for investigation. The received set contained lipid solution which was left in the set to more closely replicate the reported event of occlusion. Prior to functional testing the set was visually examined for defects and abnormalities. Kinks were found in the tubing set and massaged out. No other defects or abnormalities were observed. Set was attached to an IV bag filled with 85% glycerin/ 15% water solution and allowed to prime using gravity. The samples showed a much slower flow rate than expected and were unable to prime in a reasonable time. Due to the lipid solution being in the filter and line for an extended period of time the slower than expected flow is possibly due to the viscosity of the lipid solution and/or the possibility of the lipid solution coagulating. A device history record review for model 2202-0007 lot number 20105848 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2202-0007 lot number 20105847 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20105847. Medical device expiration date: 2023-10-07. Device manufacture date: 2020-10-06. Medical device lot #: 20105848. Medical device expiration date: 2023-10-07. Device manufacture date: 2020-10-06. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d 1.2m became occluded "12-16hrs" after infusing intralipids at "0.7ml/hr with tpn", and an inspection showed the lipids had leaked from around the filter joints. Lots 20105847 and 20105848 were reported, but it is unknown which lot the event occurred in. This complaint was created to capture the 4th of 6 related incidents. The following information was provided by the initial reporter: occluded after 12-16hrs running intralipids at 0.7ml/hr with tpn, required d/c of lipids 6 hrs early on inspection, lipids leaked profusely from around joints in filter.